Event description:
It was reported that the left ventricular (lv) lead exhibited high but stable pacing thresholds. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.